Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dtpa2qq - defib implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms, high watt alarms, and power outside the normal range. The driveline had driveline sheath damage that showed exposed wires and a right angle bend of the driveline. All wires appeared with insulation intact. The patient was admitted to the hospital for servicing to be performed. The existing sheath repair was removed and multiple breaks in the outer sheath and inner lumen were identified. The area of suspicion identified at the driveline strain relief junction with the driveline most likely contributed to the electrical fault. There was a possible break of the green wire insulation identified. A splice repair was performed and completed without issue. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.